Manufacturer narrative:
B5. Additional event description added. D6b. Explantation day, month and year.

Event description:
Additional information was received that reports "no interventions that I am aware of for her stroke. Patient was started on crrt for her worsening renal function. I am not aware of any limb ischemia. Don't believe pump is available."

Event description:
A 64-year-old female with postcardiotomy cardiogenic shock (pccs), classified as scai shock stage d, was supported with an impella 5.5 via right axillary/subclavian surgical arterial access in conjunction with va ECMO. The device was operating as intended at p-4, providing 2.8 l/min of flow with a purge solution of d5w containing heparin 12.5 u/ml. During support, the patient underwent a pan CT scan which identified a cerebellar embolic stroke. Clinically, the patient remained intubated with neurologic deficits characterized by lack of upper extremity movement but preserved bilateral lower extremity movement. The patient also demonstrated worsening renal function with acute kidney injury, including decreased urine output (<10 cc/hr) and rising creatinine, with nephrology consultation ongoing and no renal replacement therapy initiated at the time of reporting. The impella device remained in place and continued to function without issue. This event of embolic cerebellar stroke occurred during impella 5.5 and va ECMO support in a critically ill patient with multiple risk factors, such as underlying cardiac dysfunction, and hemodynamic conditions.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
Clinical narrative update: additional information provided on 29may2026, no interventions were implemented for the stroke. Patient was started on crrt for her worsening renal function. The patient expired after withdrawing care. The death is conservatively being reported to the impella 5.5 but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage d shock on multiple inotropes and pressors and was ventilated for respiratory support. A 64-year-old female with postcardiotomy cardiogenic shock (pccs), classified as scai shock stage d, was supported with an impella 5.5 via right axillary/subclavian surgical arterial access in conjunction with va ECMO. The device was operating as intended at p-4, providing 2.8 l/min of flow with a purge solution of d5w containing heparin 12.5 u/ml. During support, the patient underwent a pan CT scan which identified a cerebellar embolic stroke. Clinically, the patient remained intubated with neurologic deficits characterized by lack of upper extremity movement but preserved bilateral lower extremity movement. The patient also demonstrated worsening renal function with acute kidney injury, including decreased urine output (<10 cc/hr) and rising creatinine, with nephrology consultation ongoing and no renal replacement therapy initiated at the time of reporting. The impella device remained in place and continued to function without issue. This event of embolic cerebellar stroke occurred during impella 5.5 and va ECMO support in a critically ill patient with multiple risk factors, such as underlying cardiac dysfunction, and hemodynamic conditions.

Manufacturer narrative:
Additional information received regarding the patient outcome of death. B2, b5, d6b, h1, and h6 health effect - impact code changed from f12 to f02 to reflect the information received from the clinical site.